Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging an intermittent power issue with the pump. The reporter did not allege any harm or injury because of the alleged issue. The reporter claimed that the pump lost power after the patient jumped into a pool while wearing the pump. After coming out of the pool, the pump had no power. The reporter replaced the pump's battery and the device went to the verification screen. In addition, the pump was unresponsive to button presses. The alleged issue was not resolved with troubleshooting. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. The pump was returned for investigation with visible moisture in the display lens. The battery cap that was returned with the pump showed no damage, was tested and found to be within specifications and was also able to be properly secured to the pump without power loss. There was no damage to the battery compartment. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation and revealed moisture in the interior of the pump. Investigation was unable to duplicate the complaint.